Event description:
Perfusionist reported that a roller pump stoppage during a case. The perfusionist used a hand crank to complete the case successfully. We consider pump stoppages to be reportable, despite no harm to the patient involved.

Manufacturer narrative:
A review of the logs found speed errors, overcurrent warnings, as well as encoder errors. Testing of the actual device replicated the failure mode. On inspection, there was liquid ingress inside the pump body. In addition to this, wire damage was found on the encoder cables.